Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889-28, lot# va0ncu5, implanted: (B)(6) 2014, explanted: (B)(6) 2016, product type: lead.

Event description:
Additional information from a manufacturer representative (rep) reported they were unable to determine the cause of the abnormal battery depletion during the case. The rep noted they did change the lead to see if that was the issue. The rep noted there were no impedances observed prior to changing the lead. The rep reported they had no further information.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0ncu5, implanted: (B)(6) 2014, explanted: (B)(6) 2016, product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturer representative reported the lead and implantable neurostimulator (ins) were replaced on the day of the report because the patient needed to run the amplitude at 6.5 or greater in order to achieve therapeutic effect. It was indicated that the battery prematurely depleted, and there were no known external factors. The rep mentioned that reprogramming was done. It was unknown if the issue was resolved at the time of the report. The patient was implanted for gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.